Event description:
The needle broke in the process of dislodging the sample from the bone and the pt required anesthetic and surgery was required anesthetic and surgery was requried to remove the embedded needle containing the sample.